Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead could not be fixed because it was -too smooth-. The lead was no longer used and replaced.